Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2018, an a1059 mayfield modified skull clamp was used during a spine procedure using a jackson table. The patient's head slipped in the clamp and incurred a laceration. Staples were used to close up the wound. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No serial number was identified, as such a DHR review could not be performed. Root cause cannot be not determined at this time because the product has not been returned for evaluation.